Event description:
The 2.0 fiberwire broke while the needle was being passed through tissue. The suture borke at the needle. The needle did not break at the crimp. No adverse consequences reported with the patient but the surgery was delayed over 30 minutes. This device is used for treatment.